Event description:
Report received from the united states stating overheating of the device. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "overheating" could not be confirmed. If additional information becomes available, a supplemental report will be sent. (B)(4).